Manufacturer narrative:
Results: the px slim was ovalized approximately 2.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed the px slim was ovalized on its distal end. This damage may have occurred due to forceful manipulation of the px slim within patient anatomy. This ovalization may have contributed to the resistance experienced during the procedure. Further evaluation revealed the ruby coil was detached. Since the ruby coil was reportedly removed from the procedure with no mention of detachment, the detachment was likely incidental to the reported failure. The ruby coil could not be functionally tested for advancement through a microcatheter due to the detachment. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00360.

Event description:
The patient was undergoing a coil embolization procedure in the splenic using a ruby coil and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully deployed and detached multiple ruby coils in the target location using the px slim. The physician then experienced resistance while advancing a ruby coil through the px slim, and therefore, the px slim and the ruby coil were removed. The procedure was then completed using a new px slim and a new ruby coil. There was no report of an adverse effect to the patient.